Event description:
A customer observed biased qc results using vitros amon slides on a vitros 5,1 analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action. Pt results were not reported and there was no report of pt harm as a result of this event.

Manufacturer narrative:
The investigation determined that the root cause of the event to be user error associated with improper storage and handling of the vitros amon slide cart that was used to calibrate vitros amon slides. Following re-calibration of vitros amon slides with a fresh vitros amon slide cart, acceptable qc and pt results were obtained. F/u with the customer indicates that acceptable amon performance has been maintained.